Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. H6 component code: g07002 ¿ device not returned the single complaint was reported with multiple events. There are no additional details regarding the additional events. Citation: j glaucoma volume 32, number 8, pages 681-685 https://doi.org/10.1097/ijg.0000000000002246

Event description:
Title: outcomes of open bleb revision after preserflo microshunt failure in patients with glaucoma the study evaluates the effectiveness and safety of an open bleb revision with mitomycin-c (mmc) for bleb fibrosis after preserflo microshunt implantation. Between september 2020 and january 2022 a total of 27 patients (12 male and 15 female) with a mean age of 66.9 years were included in the study. These patients underwent an open revision with mitomycin-c (mmc 0.2 mg/ml) for bleb fibrosis after preserflo microshunt implantation wherein an 8-0 vicryl suture was used on reattaching the tenon's capsule followed by a continuous suture (vicryl 8-0) of the conjunctiva. Reported complications were; (n=1) presented with a positive seidel test, (n=4) recurrence of bleb fibrosis, (n=1) iridocorneal endothelial syndrome, and a 29-year-old patient with axenfeld-riege. Conclusion: the proposed open revision technique with mmc in case of bleb fibrosis after preserflo microshunt implantation showed sufficient iop reduction and eye drop freedom with only a few side effects. A revision of the preserflo microshunt implantation in case of bleb fibrosis should be considered before discussing other surgical options.